Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received intermittent cartridge alarms (cartridge alarm 19) during the load process. Customer had elevated blood glucose (bg) levels reaching 400 mg/dl. Customer delivered an injection via a novolog insulin pen to address elevated bg levels. Customer reported they have back up insulin pens for continued insulin therapy.